Event description:
There is a tiny spur of plastic right at the end of the trach tube. No patient injury.

Event description:
There is a tiny spur of plastic right at the end of the trach tube. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: visual inspection of the two returned devices showed that one of the devices had an adhesive drip at the distal tip where the lumen had been backfilled. No foreign piece of plastic was confirmed. Using magnification on an sz30 olympus microscope to aid in measuring the drip, the drip extended 0.5 mm past the end of the tip and measured between 1.5 and 1.0 square mm (circle mark) on the tappi dirt estimation chart (purple verification dot). No other defects were identified with the device, and no defects were identified with the other device. The reported problem was confirmed. The cause of the reported problem was traced to the manufacturing process. No adverse trends have been identified related to this issue. A quality alert, qa22-002, was issued to the custom lab heightening the awareness on workmanship, and the drawing was updated to include a note highlighting that the tip is to be beveled and free of adhesive drips. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the DHR.